Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 02-oct-2018. It was reported that crossing difficulties were encountered. The 90% stenosed, 14x2.25mm target lesion was located in the moderately tortuous and moderately calcified 1st diagonal branch. After predilation was performed, a 2.25x16mm promus element drug-eluting stent was advanced for treatment; however, great resistance was met and the device failed to cross the lesion after multiple attempts. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage. Device evaluated by MFR: promus element, mr, ous 2.25 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent strut on proximal rows 3 and 4 were misaligned. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the extrusion shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.